Manufacturer narrative:
Completed information for section a1 patient identifier:(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false nonreactive alinity I hiv ag/ab result for one patient with a history of hiv infection. The following data was provided (reference range: results <1.00 s/co is nonreactive): (B)(6) 2023 sid (B)(4) initial result = 0.60 s/co. The initial result was questioned by the physician and the sample was repeated on another alinity generating a reactive result of 778.13 s/co. The sample was also reactive with a hiv chromatography (strip) method. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed preventative maintenance procedures including replacement of the sample probe, reagent probes, and cleaning all wash cups. Return testing was not completed as returns were not available. An instrument service history review revealed no subsequent issues have been reported that are related to false nonreactive hiv results, post the service intervention for (B)(6). A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.